Manufacturer narrative:
The explanted lead was not returned to bsn as it was discarded by the medical facility. A review of the manufacturing documentation for the lead revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing.

Event description:
A report was received that the patient experienced extreme nausea and vomiting constantly since implant. The physician believed that it could possibly be the way the paddle was sitting and potential narrowing of the canal underneath which caused the symptoms. X-ray was taken and it showed that the paddle was in the midline anatomically. The patient underwent a lead replacement procedure.